Manufacturer narrative:
D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
After an atrial fibrillation ablation procedure with an unk qdot micro¿ catheter, the patient experienced (rca) right coronary artery myocardial infarction, 100% blocked, dropped blood pressure, dropped oxygen level, 4 runs of vt (ventricular tachycardia) dropped, small pericardial effusion (believed to occur during CPR), and inability to cardiovert treated with CPR and surgery to clear plaque from the rca (right coronary artery). The patient expired during surgery. It was reported that the patient had a right coronary artery myocardial infarction right after the case was completed and the patient was still on the table. The catheters and sheath had been removed from the patient's body when the injury occurred. The patient was taken back to the cath lab and the patient's right coronary artery was noticed to be 100% blocked with plaque. A CT (computed tomography) scan was performed to confirm the injury. No pericardial effusion was noticed when using a transesophageal echocardiogram post-case. The patient's blood pressure and oxygen level dropped. The patient had about 4 runs of ventricular tachycardia that were unable to be cardioverted. The patient was crashing and coding. CPR was performed on the patient. A small pericardial effusion was noticed and confirmed on a transesophageal echocardiogram. The pericardial effusion was not believed to be due to ablation. They believed that the pericardial effusion occurred due to CPR. At the time of the call, they were trying to clear the plaque out of the right coronary artery through surgery. The last known patient status was stable. Unable to provide information about the ablation catheter, and the ablation catheter was discarded. The adverse event was captured under the ablation catheter unk qdot. Other bwi devices used were carto 3 system and ngen generator. The outcome of the adverse event was death. There was no perforation. The irrigated catheter was not used during the event. A transseptal puncture was performed with a boston scientific nrg transseptal needle. No evidence of steam pop. The correct catheter settings were selected on the ngen generator. No issues with flow rate change at the start of ablation. No errors were observed during the procedure. The force visualization features used were graph, dashboard, vector and visitag. The visitag module parameters for stability used were respiratory gated, 2mm for 3 sec, 25% over 3 grams and 3 mm tags. The physician¿s opinion on the cause of death was biventricular failure caused by a myocardial infarction of the right coronary artery. The patient was still in biventricular failure, so the physician decided to place an impella in the left ventricle. This did not help either and the patient ended up passing away while hemorrhaging out of their femoral artery. Ablation was performed in around the pulmonary veins (left and right (waca) wide antral circumferential ablation), anterior and posterior mitral lines, carina lines (left and right) and cavotricuspid isthmus line.